Event description:
It was reported that a sling procedure was performed in 2002, immediately following a laparoscopic paravaginal repair utilizing mesh and staples. An origin balloon was used laparoscopically to disssect the space of retzius. The procedure appeared to be uncomplicated at the time of surgery. The following day the patient developed a rigid abdomen. A small bowel perforation was discovered. The patient underwent a bowel resection with end to end anastomosis. Pt recovered and is doing well.